Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned. Visual analysis revealed that the stent was not present with the stent delivery wire (sdw), the sdw was intact, the stent was seen to be stuck in the catheter and could not be advanced or retracted with a mandrel. The catheter had to be cut to remove the stent. It was extremely damaged during the removal process. Functional analysis was not performed as the stent was stuck in the catheter and was damaged during removal. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to transfer' will be confirmed and assigned "procedural factors" as well as the as analysed 'stent deformed' and 'stent deployed prematurely during use,' as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the subject stent was prematurely deployed inside the micro catheter during procedure. The physician removed the subject stent along with the micro catheter and completed the procedure successfully. There were no reported clinical consequences to the patient.